Event description:
Boston scientific received information that the device was programmed to a mode other than monitor plus therapy. The device was programmed to tachy therapy off during a hospital visit and not programmed back on when the patient had left the hospital. Approximately twenty-four hours later, the patient was requested to return to an emergency room after the red alert was received in order to program the device mode back to monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.